Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's scs ipg was explanted and replaced due to loss of stimulation which was restored with surgical intervention. It was also reported the pt had not used the scs system for at least 18 months prior to the procedure.